Event description:
The customer reported that the falsely depressed prostate-specific antigen (psa) and thyroid stimulating hormone 3-ultra (tsh3-ul) results were obtained on multiple patient samples on an atellica im 1600 analyzer. The erroneous results were reported to the physician(s). The samples were repeated on an alternate atellica im 1600 analyzer. The repeat results recovered higher than the erroneous results. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed psa and tsh3-ul results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that the falsely depressed prostate-specific antigen (psa) and thyroid stimulating hormone 3-ultra (tsh3-ul) results were obtained on the multiple patient samples on an atellica im 1600 analyzer. Quality control (qc) and calibration recovered acceptably on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse reviewed the service logs, identified signal shape errors, and observed that the wash ring elevator did not extend. Then, the cse replaced the elevator and the acid pump, found that wash probe 4 was not locked, mounted, and secured wash probe 4 to the arm, primed the acid pump, and ran an auto-check and daily maintenance, which recovered acceptably. Additionally, siemens reviewed the auto-check data and determined that there was an obstruction in the secondary vacuum system, with high secondary vacuum pressure and wash probe vacuum, replaced the secondary vacuum regulator and adjusted the secondary vacuum. Siemens evaluated the event and determined that an instrument malfunction, which was addressed with the service activities performed by the cse, potentially contributed to the falsely depressed psa and tsh3 ul results. The instrument is performing according to specifications. No further evaluation of this device is required.